Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, she performed the steps for iol insertion in the injector and in the patient's eye as usual, but when she was about to place the lens, one of the haptics stayed in her hand, and she noticed that it had loosened from the iol body. She tried to remove the iol and the other haptic, at which point, the other haptic became "easily loosened" as well. The surgeon reported there was no back-up iol and the patient will have to undergo a new implant procedure as this case was aborted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).